Event description:
Litigation papers allege the patient will have to undergo testing and medical monitoring, including radiographic evaluation, laboratory tests, an MRI, and such other diagnostic testing as may be recommended or required by his orthopedic surgeon or other attending physicians. It is further alleged that the patients orthopedic surgeon has already advised him that he is presently in need of surgery to remove and replace his hip. ***update: (B)(6) 2011 - sales rep has reported the revision surgery. Patient was revised due to stem loosening and pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned to depuy. A search of the complaints databases finds no other reports of any kind against the provided product and lot code combination since its release to distribution. The investigation can draw no results from the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.